Event description:
The haptic broke going through the delivery device during the insertion of the lens into the patient's eye. The surgery was delayed approx 5 min. To remove and replace the lens.

Manufacturer narrative:
See mdr1920664-2008-00064 for the intraocular lens used with this delivery device.